Manufacturer narrative:
Batch review performed on 25 march 2019: lot 110840: (B)(4) items manufactured and released on 05-may-2011. Expiration date: 2016-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed 6 years and 11 months after primary surgery due to pain caused by an aseptic loosening of the stem. The surgeon revised the stem and the liner. The surgery was completed successfully.